Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed based on the information provided by the endoscopy service specialist (ess). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had staff who were not using the distal end flushing adapter (maj-2319) during manual cleaning or the connecting tube (maj-2358) in the endoscope reprocessor (oer-pro). The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.